Event description:
The customer reported that a split line was showing up in the images. No information was provided regarding what image types (color, red-free, fluorescein angiography) were affected. The customer did not state that the fluorescein imaging was repeated. However, if the problem occurred during the fluorescein imaging portion of the exam, the technician may have rescheduled the exam. A rescheduled exam would have involved a repeat injection of fluorescein.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. Gender information was not provided. (B)(4). The service representative replaced the split line assembly. He cleaned and aligned the optical system. He checked all functions and found them to be in good working order. (B)(4).